Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on 07/28/2016 that the patient passed away on (B)(6) 2016. The patient was in bed and his wife told him she was going outside to pick blueberries. When she came back, she was telling him about them but noticed that the patient looked a bit distant. She checked him and he was unresponsive so she called the ambulance. The patient passed away in her arms while she waited with the 911 operator. The paramedics showed up and couldn't do anything for him. He was wearing the dexcom cgm at the time and it was functioning properly. The cause of death was reported as congestive heart failure. A certificate of death was not provided. There was no alleged device malfunction. No additional event or patient information was provided. No product or data was returned for evaluation. A certificate of death was not provided. The reported event could not be confirmed. A root cause could not be determined.